Manufacturer narrative:
No product was returned however the pumps operators manual indicates (see user manual section references) that the pump will alarm no disposable if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump, and will alarm and display an air in line message if the air detector function of the pump has been turned on and the pump believes it has detected air in the tubing. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that a pump was alarming no disposable clamp tubing. The alarm was silenced and pump settings were verified along with medication label. The reservoir volume was 96.0 milliliters which was also the total volume on the label. Rate and volume given appeared to be correct based on when the pump was started. The pump was turned off and back on but the alarm continued. The pump was turned back off, the line was clamped and the cassette was removed. Bubbles were noted in the line. The tubing was massaged and the cassette was gently tapped on a firm surface to try and move the bubbles. The cassette was then reattached and the line was unclamped. The pump was turned back on. The reservoir volume was verified again and reported that it was 96.0. The pump restarted and was running. The patient was not adversely affected. There was no patient injury.